Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 06-apr-2017. The most recent information was received on 12-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure abnormally low, right essure migration to cavity') and pelvic pain ('violent pain, permanent on right side / bilateral pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermocoagulation during essure insertion" on (B)(6) 2011. The patient's medical history included endometrial ablation (by thermocoagulation) on (B)(6) 2011, spontaneous abortion in (B)(6) 2010, pruritus (under 2nd mirena, prescription of jasminelle instead) in 2008, vulvitis (under 2nd mirena) in 2008, vaginal dryness (under 2nd mirena) in 2008, varicose veins stripping (due to risk of thrombosis) in 2007, laparoscopy (diagnostic and therapeutic) in 2006, salpingitis in 2006, endometriosis in 2006, weight gain (under 1st mirena, removed for aes) in 2006, gestational diabetes (weight gain 20kg) in 2001, parity 2 (2001 (girl 4500gr), 2005 (girl 4000gr), multiple caesarean sections (2) and ex-smoker. No nickel allergy (noted on physician visit (B)(6) 2011). Previously administered products included for contraception: mirena from 2007 to 2008, nuvaring in 2006 and mirena in 2006; for an unreported indication: cytotec in (B)(6) 2010 and distilbene from 1971 to 1972. Past adverse reactions to the above products included foetal exposure during pregnancy with distilbene; metrorrhagia with mirena and nuvaring; and pain with mirena. Family history included colon cancer (grandfather) and breast cancer (in 38 yrs-old sister). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("poorly systematized pelvic fullness"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis") with abdominal pain upper and nausea. On (B)(6) 2014, the patient experienced oesophagitis ulcerative ("moderate ulcerative esophagitis") and gastrointestinal oedema ("discreetly edematous duodenal mucosa"). In 2017, the patient experienced headache ("chronic headaches, unusual intense and frequent headaches"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia penetration"), dysmenorrhoea ("mild dysmenorrhea, bearable") and libido decreased ("libido decreased"). In 2018, the patient experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). On (B)(6) 2018, the patient experienced spinal osteoarthritis ("c4-c5 early uncarthrosis.c5-c6 uncodiscarthrosis") and intervertebral disc protrusion ("moderate protrusive disc disease c6-c7"). On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and adenomyosis ("significant uterine adenomyosis"). In (B)(6) 2020, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("myomas with a diameter of 10mm") and experienced fatigue ("crushing and confining fatigue, physical and psychological exhaustion") and asthenia ("asthenia"). On an unknown date, the patient experienced menometrorrhagia ("heavy and frequent menstrual bleedings, menorrhagia"), rash ("skin rashes"), pruritus genital ("post coitus pruritus each time, for several years"), pain ("radiation to the back, unusual intense lower back pain"), eczema ("eczema-like skin reactions"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections") and tendonitis ("recurrent tendinitis") and was found to have blood heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, subtotal vaginal hysterectomy with bilateral conservative salpingectomy and cholecystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, dyspareunia, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, rash, pruritus genital, pain, headache, migraine, adenomyosis, uterine leiomyoma, neck pain, eczema, weight increased, medical device site granuloma, cholecystitis acute, dysaesthesia, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis, blood heavy metal increased, fatigue, asthenia, libido decreased, spinal osteoarthritis, intervertebral disc protrusion, oesophagitis ulcerative and gastrointestinal oedema outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, amenorrhoea, asthenia, blood heavy metal increased, cholecystitis acute, device dislocation, disturbance in attention, dysaesthesia, dysmenorrhoea, dyspareunia, ear infection, eczema, fatigue, gastrointestinal oedema, headache, intervertebral disc protrusion, libido decreased, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, migraine, musculoskeletal pain, neck pain, oesophagitis ulcerative, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, pruritus genital, rash, spinal osteoarthritis, tendonitis, uterine leiomyoma and weight increased to be related to essure. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. (For events that occurred under 1st and 2nd mirena in the past see linked (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2014: gastroduodenal: healthy gastric mucosa. Discreetly edematous duodenal mucosa. Absence of helicobacter pylori. Colon: histologically healthy colonic mucosa. Colonoscopy - on (B)(6) 2014: normal. Endoscopy upper gastrointestinal tract - on (B)(6) 2014: cardiotuberosal malposition with moderate ulcerative esophagitis. Hysteroscopy - on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place; on (B)(6) 2014: confirmation of correct positioning of perfectly effective tubal material, without distal tubal opacification on the right or on the left. Investigation - on (B)(6) 2011: implants were in place bilateral; in (B)(6) 2016: exams due to abdominal/pelvic pain persisting: all normal. Magnetic resonance imaging - in 2017: for chronic headaches: normal; on (B)(6) 2018: cervix: no bone marrow abnormality; on (B)(6) 2018: cervical scanner: c4-c5 early uncarthrosis. C5-c6 uncodiscarthrosis. Moderate protrusive disc disease c6-c7; on (B)(6) 2019: significant uterine adenomyosis at the level of the two uterine horns and right lateral fibroma. Left essure was abnormally low. No adnexal abnormality; on (B)(6) 2020: diffuse adenomyosis especially in the right uterine horn in contact with essure. Right essure in place. Left essure, low, ongoing migration. Pathology test - on (B)(6) 2020: after subtotal vaginal hysterectomy with bilateral conservative salpingectomy: myomas with a diameter of 10 mm. No histological sign of malignancy. Adenomyosis. A small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in tissues surrounding the implants. Toxicologic test - in 2017: leven of nickel increased above average. Ultrasound scan vagina - on (B)(6) 2020: diffuse adenomyosis, left essure: in place and right essure: migration to cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-oct-2020: follow up was received from lawyer. Medical history was updated (previously only parity 2, distilbene exposure, endometrial ablation mentioned). Test results added of (B)(6) 2011, (B)(6) 2014, (B)(6) 2018, (B)(6) 2019, (B)(6) 2020. Start dates of events amended. New events added: device dislocation, asthenia, dysmenorrhea, libido decreased, amenorrhea, myoma, pruritus. Spinal osteoarthritis. Intervertebral disc protrusion, gastrointestinal edema, oesophagitis ulcerative. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure abnormally low, right essure migration to cavity") and pelvic pain ("violent pain, permanent on right side / bilateral pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("endometrial thermocoagulation during essure insertion" on (B)(6) 2011). The patient had a medical history of endometrial ablation (by thermocoagulation) in 2011, spontaneous abortion in 2010, pruritus (under 2nd mirena, prescription of jasminelle instead), vaginal dryness (under 2nd mirena) and vulvitis (under 2nd mirena) in 2008, varicose veins stripping (due to risk of thrombosis) in 2007, endometriosis, salpingitis, laparoscopy (diagnostic and therapeutic) and weight gain (under 1st mirena, removed for aes) in 2006, gestational diabetes (weight gain 20kg) in 2001 and past tobacco smoking, multiple caesarean sections (2001 & 2005) and parity 2 (2001 (girl 4500gr), 2005 (girl 4000gr)). No nickel allergy (noted on physician visit (B)(6) 2011). Previously administered products included: mirena, nuvaring and mirena for contraception and distilbene and cytotec. Past adverse reactions to the above products included: foetal exposure during pregnancy with distilbene, metrorrhagia ++ with mirena, metrorrhagia with nuvaring and pain from time to time with mirena. The patient had a family history of colon cancer (grandfather) and breast cancer (in 38 yrs-old sister). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 103 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pelvic discomfort ("poorly systematized pelvic fullness"). In 2011 she experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis"). On (B)(6) 2014 she experienced oesophagitis ulcerative ("moderate ulcerative esophagitis") and gastrointestinal oedema ("discreetly edematous duodenal mucosa"). In 2017 she experienced headache ("chronic headaches, unusual intense and frequent headaches"). On (B)(6) 2018 she experienced dyspareunia ("dyspareunia penetration"), dysmenorrhoea ("mild dysmenorrhea, bearable") and libido decreased ("libido decreased"). On (B)(6) 2018 she experienced spinal osteoarthritis ("c4-c5 early uncarthrosis.c5-c6 uncodiscarthrosis") and intervertebral disc protrusion ("moderate protrusive disc disease c6-c7"). In 2018 she experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). On (B)(6) 2019 she experienced device dislocation (seriousness criteria medically important and intervention required) and adenomyosis ("significant uterine adenomyosis"). In (B)(6) 2020 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2020 she experienced fatigue ("crushing and confining fatigue, physical and psychological exhaustion") and asthenia ("asthenia") and was found to have uterine leiomyoma ("myomas with a diameter of 10mm"). Essure was removed the same day. An unknown time later she experienced menometrorrhagia ("heavy and frequent menstrual bleedings, menorrhagia"), rash ("skin rashes"), pruritus genital ("post coitus pruritus each time, for several years"), pain ("radiation to the back, unusual intense lower back pain"), eczema ("eczema-like skin reactions"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), abdominal pain upper ("upper abdominal pain"), nausea ("nausea"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections"), tendonitis ("recurrent tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigo") and bone pain ("cranial pain") and was found to have heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, subtotal vaginal hysterectomy with bilateral conservative salpingectomy and cholecystectomy). At the time of the report, the disturbance in attention and memory impairment were resolving. The outcomes for device dislocation, pelvic pain, dyspareunia, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, rash, pruritus genital, pain, headache, migraine, adenomyosis, uterine leiomyoma, neck pain, eczema, weight increased, medical device site granuloma, cholecystitis acute, dysaesthesia, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis, heavy metal increased, fatigue, asthenia, libido decreased, spinal osteoarthritis, intervertebral disc protrusion, oesophagitis ulcerative, gastrointestinal oedema, vertigo and bone pain were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, amenorrhoea, asthenia, bone pain, cholecystitis acute, device dislocation, disturbance in attention, dysaesthesia, dysmenorrhoea, dyspareunia, ear infection, eczema, fatigue, gastrointestinal oedema, headache, heavy metal increased, intervertebral disc protrusion, libido decreased, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, migraine, musculoskeletal pain, nausea, neck pain, oesophagitis ulcerative, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, pruritus genital, rash, spinal osteoarthritis, tendonitis, tinnitus, uterine leiomyoma, vertigo and weight increased to be related to essure administration. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. (For events that occurred under 1st and 2nd mirena in the past see linked (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2014: gastroduodenal: healthy gastric mucosa. Discreetly edematous duodenal mucosa. Absence of helicobacter pylori. Colon: histologically healthy colonic mucosa [colonoscopy] on (B)(6) 2014: normal [endoscopy upper gastrointestinal tract] on (B)(6) 2014: cardiotuberosal malposition with moderate ulcerative esophagitis [hysteroscopy] on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place; on (B)(6) 2014: confirmation of correct positioning of perfectly effective tubal material, without distal tubal opacification on the right or on the left [investigation] on (B)(6) 2011: implants were in place bilaterall; in (B)(6) 2016: exams due to abdominal/pelvic pain persisting: all normal [magnetic resonance imaging] in 2017: for chronic headaches: normal; on (B)(6) 2018: cervix: no bone marrow abnormality; on (b)(60 2018: cervical scanner: c4-c5 early uncarthrosis. C5-c6 uncodiscarthrosis. Moderate protrusive disc disease c6-c7; on (B)(6) 2019: significant uterine adenomyosis at the level of the two uterine horns and right lateral fibroma. Left essure was abnormally low. No adnexal abnormality; on (B)(6) 2020: diffuse adenomyosis especially in the right uterine horn in contact with essure. Right essure in place. Left essure, low, ongoing migration [pathology test] on (B)(6) 2020: after subtotal vaginal hysterectomy with bilateral conservative salpingectomy: myomas with a diameter of 10 mm. No histological sign of malignancy. Adenomyosis. A small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in tissues surrounding the implants [toxicologic test] in 2017: leven of nickel increased above average [ultrasound scan vagina] on (B)(6) 2020: diffuse adenomyosis, left essure: in place and right essure: migration to cavity quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: events tinnitus , cranial pain & vertigo were added. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 13-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure abnormally low, right essure migration to cavity") and pelvic pain ("violent pain, permanent on right side / bilateral pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("endometrial thermocoagulation during essure insertion" on (B)(6) 2011). The patient had a medical history of endometrial ablation (by thermocoagulation) in 2011, spontaneous abortion in 2010, pruritus (under 2nd mirena, prescription of jasminelle instead), vaginal dryness (under 2nd mirena) and vulvitis (under 2nd mirena) in 2008, varicose veins stripping (due to risk of thrombosis) in 2007, endometriosis, salpingitis, laparoscopy (diagnostic and therapeutic) and weight gain (under 1st mirena, removed for aes) in 2006, gestational diabetes (weight gain 20kg) in 2001 and past tobacco smoking, multiple caesarean sections (2001 & 2005) and parity 2 (2001 (girl 4500gr), 2005 (girl 4000gr)). No nickel allergy (noted on physician visit (B)(6) 2011). Previously administered products included: mirena, nuvaring and mirena for contraception and distilbene and cytotec. Past adverse reactions to the above products included: foetal exposure during pregnancy with distilbene, metrorrhagia ++ with mirena, metrorrhagia with nuvaring and pain from time to time with mirena. The patient had a family history of colon cancer (grandfather) and breast cancer (in 38 yrs-old sister). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 103 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pelvic discomfort ("poorly systematized pelvic fullness"). In 2011 she experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis"). On (B)(6) 2014 she experienced oesophagitis ulcerative ("moderate ulcerative esophagitis") and gastrointestinal oedema ("discreetly edematous duodenal mucosa"). In 2017 she experienced headache ("chronic headaches, unusual intense and frequent headaches"). On (B)(6) 2018 she experienced dyspareunia ("dyspareunia penetration"), dysmenorrhoea ("mild dysmenorrhea, bearable") and libido decreased ("libido decreased"). On (B)(6) 2018 she experienced spinal osteoarthritis ("c4-c5 early uncarthrosis.c5-c6 uncodiscarthrosis") and intervertebral disc protrusion ("moderate protrusive disc disease c6-c7"). In 2018 she experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). On (B)(6) 2019 she experienced device dislocation (seriousness criteria medically important and intervention required) and adenomyosis ("significant uterine adenomyosis"). In (B)(6) 2020 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2020 she experienced fatigue ("crushing and confining fatigue, physical and psychological exhaustion") and asthenia ("asthenia") and was found to have uterine leiomyoma ("myomas with a diameter of 10mm"). Essure was removed the same day. An unknown time later she experienced menometrorrhagia ("heavy and frequent menstrual bleedings, menorrhagia"), rash ("skin rashes"), pruritus genital ("post coitus pruritus each time, for several years"), pain ("radiation to the back, unusual intense lower back pain"), eczema ("eczema-like skin reactions"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), abdominal pain upper ("upper abdominal pain"), nausea ("nausea"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections"), tendonitis ("recurrent tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigo") and bone pain ("cranial pain") and was found to have heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, subtotal vaginal hysterectomy with bilateral conservative salpingectomy and cholecystectomy). At the time of the report, the disturbance in attention and memory impairment were resolving. The outcomes for device dislocation, pelvic pain, dyspareunia, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, rash, pruritus genital, pain, headache, migraine, adenomyosis, uterine leiomyoma, neck pain, eczema, weight increased, medical device site granuloma, cholecystitis acute, dysaesthesia, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis, heavy metal increased, fatigue, asthenia, libido decreased, spinal osteoarthritis, intervertebral disc protrusion, oesophagitis ulcerative, gastrointestinal oedema, vertigo and bone pain were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, amenorrhoea, asthenia, bone pain, cholecystitis acute, device dislocation, disturbance in attention, dysaesthesia, dysmenorrhoea, dyspareunia, ear infection, eczema, fatigue, gastrointestinal oedema, headache, heavy metal increased, intervertebral disc protrusion, libido decreased, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, migraine, musculoskeletal pain, nausea, neck pain, oesophagitis ulcerative, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, pruritus genital, rash, spinal osteoarthritis, tendonitis, tinnitus, uterine leiomyoma, vertigo and weight increased to be related to essure administration. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2014: gastroduodenal: healthy gastric mucosa. Discreetly edematous duodenal mucosa. Absence of helicobacter pylori. Colon: histologically healthy colonic mucosa [colonoscopy] on (B)(6) 2014: normal [endoscopy upper gastrointestinal tract] on (B)(6) 2014: cardiotuberosal malposition with moderate ulcerative esophagitis [hysteroscopy] on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place; on (B)(6) 2014: confirmation of correct positioning of perfectly effective tubal material, without distal tubal opacification on the right or on the left [investigation] on (B)(6) 2011: implants were in place bilaterall; in (B)(6) 2016: exams due to abdominal/pelvic pain persisting: all normal [magnetic resonance imaging] in 2017: for chronic headaches: normal; on (B)(6) 2018: cervix: no bone marrow abnormality; on (B)(6) 2018: cervical scanner: c4-c5 early uncarthrosis. C5-c6 uncodiscarthrosis. Moderate protrusive disc disease c6-c7; on (B)(6) 2019: significant uterine adenomyosis at the level of the two uterine horns and right lateral fibroma. Left essure was abnormally low. No adnexal abnormality; on (B)(6) 2020: diffuse adenomyosis especially in the right uterine horn in contact with essure. Right essure in place. Left essure, low, ongoing migration [pathology test] on (B)(6) 2020: after subtotal vaginal hysterectomy with bilateral conservative salpingectomy: myomas with a diameter of 10 mm. No histological sign of malignancy. Adenomyosis. A small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in tissues surrounding the implants [toxicologic test] in 2017: leven of nickel increased above average [ultrasound scan vagina] on (B)(6) 2020: diffuse adenomyosis, left essure: in place and right essure: migration to cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 25-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure abnormally low, right essure migration to cavity"), device breakage ("was finally reported that the implant had exploded into several pieces and that the hooking of large and small") and pelvic pain ("violent pain, permanent on right side/bilateral pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("endometrial thermocoagulation during essure insertion" on (B)(6) 2011) and device material corroded ("besides the galvanic corrosion of the implant, the weld of the left implant was broken"). The patient had a medical history of endometrial ablation (by thermocoagulation) in 2011, spontaneous abortion in 2010, pruritus (under 2nd mirena, prescription of jasminelle instead), vaginal dryness (under 2nd mirena) and vulvitis (under 2nd mirena) in 2008, varicose veins stripping (due to risk of thrombosis) in 2007, endometriosis, salpingitis, laparoscopy (diagnostic and therapeutic) and weight gain (under 1st mirena, removed for aes) in 2006, gestational diabetes (weight gain 20kg) in 2001 and phlebitis, esophagitis, past tobacco smoking, multiple caesarean sections (2001 & 2005) and parity 2 (2001 (girl 4500gr), 2005 (girl 4000gr)). No nickel allergy (noted on physician visit (B)(6) 2011). Previously administered products included: mirena, nuvaring and mirena for contraception and distilbene and cytotec. Past adverse reactions to the above products included: foetal exposure during pregnancy with distilbene, metrorrhagia ++ with mirena, metrorrhagia with nuvaring and pain from time to time with mirena. The patient had a family history of colon cancer (grandfather) and breast cancer (in 38 yrs-old sister). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 103 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pelvic discomfort ("poorly systematized pelvic fullness"). In 2011, she experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2012, she experienced abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis"). On (B)(6) 2014, she experienced oesophagitis ulcerative ("moderate ulcerative esophagitis") and gastrointestinal oedema ("discreetly edematous duodenal mucosa"). In 2017, she experienced headache ("chronic headaches, unusual intense and frequent headaches"). On (B)(6) 2018, she experienced dyspareunia ("dyspareunia penetration"), dysmenorrhoea ("mild dysmenorrhea, bearable") and libido decreased ("libido decreased"). On (B)(6) 2018, she experienced spinal osteoarthritis ("c4-c5 early uncarthrosis.c5-c6 uncodiscarthrosis") and intervertebral disc protrusion ("moderate protrusive disc disease c6-c7"). In 2018, she experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). On (B)(6) 2019 she experienced device dislocation (seriousness criteria medically important and intervention required) and adenomyosis ("significant uterine adenomyosis"). In (B)(6) 2020, she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2020, she experienced fatigue ("crushing and confining fatigue, physical and psychological exhaustion") and asthenia ("asthenia") and was found to have uterine leiomyoma ("myomas with a diameter of 10mm"). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion intervention required), menometrorrhagia ("heavy and frequent menstrual bleedings, menorrhagia"), rash ("skin rashes"), pruritus genital ("post coitus pruritus each time, for several years"), pain ("radiation to the back, unusual intense lower back pain"), eczema ("eczema-like skin reactions"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), abdominal pain upper ("upper abdominal pain"), nausea ("nausea"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections"), tendonitis ("recurrent tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigo"), bone pain ("cranial pain"), arthralgia ("articular pain") and inflammation ("nickel contact could be linked to inflammatory reactions/allergologist tests showed hypersensitivity to nickel") and was found to have heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, subtotal vaginal hysterectomy with bilateral conservative salpingectomy and cholecystectomy). At the time of the report, the rash, disturbance in attention, memory impairment, asthenia and arthralgia were resolving. The outcomes for device dislocation, device breakage, pelvic pain, dyspareunia, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, pruritus genital, pain, headache, migraine, adenomyosis, uterine leiomyoma, neck pain, eczema, weight increased, medical device site granuloma, cholecystitis acute, dysaesthesia, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis, heavy metal increased, fatigue, libido decreased, spinal osteoarthritis, intervertebral disc protrusion, oesophagitis ulcerative, gastrointestinal oedema, vertigo, bone pain and inflammation were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, amenorrhoea, arthralgia, asthenia, bone pain, cholecystitis acute, device breakage, device dislocation, disturbance in attention, dysaesthesia, dysmenorrhoea, dyspareunia, ear infection, eczema, fatigue, gastrointestinal oedema, headache, heavy metal increased, inflammation, intervertebral disc protrusion, libido decreased, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, migraine, musculoskeletal pain, nausea, neck pain, oesophagitis ulcerative, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, pruritus genital, rash, spinal osteoarthritis, tendonitis, tinnitus, uterine leiomyoma, vertigo and weight increased to be related to essure administration. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. (For events that occurred under 1st and 2nd mirena in the past see linked (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2014: gastroduodenal: healthy gastric mucosa. Discreetly edematous duodenal mucosa. Absence of helicobacter pylori. Colon: histologically healthy colonic mucosa. [Colonoscopy] on (B)(6) 2014: normal. [Endoscopy upper gastrointestinal tract] on (B)(6) 2014: cardiotuberosal malposition with moderate ulcerative esophagitis. [Hysteroscopy] on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place; on (B)(6) 2014: confirmation of correct positioning of perfectly effective tubal material, without distal tubal opacification on the right or on the left. [Investigation] on (B)(6) 2011: implants were in place bilaterall; in (B)(6) 2016: exams due to abdominal/pelvic pain persisting: all normal [magnetic resonance imaging] in 2017: for chronic headaches: normal; on (B)(6) 2018: cervix: no bone marrow abnormality; on (B)(6) 2018: cervical scanner: c4-c5 early uncarthrosis. C5-c6 uncodiscarthrosis. Moderate protrusive disc disease c6-c7; on (B)(6) 2019: significant uterine adenomyosis at the level of the two uterine horns and right lateral fibroma. Left essure was abnormally low. No adnexal abnormality; on (B)(6) 2020: diffuse adenomyosis especially in the right uterine horn in contact with essure. Right essure in place. Left essure, low, ongoing migration. [Pathology test] on (B)(6) 2020: after subtotal vaginal hysterectomy with bilateral conservative salpingectomy: myomas with a diameter of 10 mm. No histological sign of malignancy. Adenomyosis. A small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in tissues surrounding the implants. [Toxicologic test] in 2017: leven of nickel increased above average. [Ultrasound scan vagina] on (B)(6) 2020: diffuse adenomyosis, left essure: in place and right essure: migration to cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: events device breakage, inflammatory reactions, articular pain, device corrosion, are added. Event outcome updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 17-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure abnormally low, right essure migration to cavity"), device breakage ("was finally reported that the implant had exploded into several pieces and that the hooking of large and small") and pelvic pain ("violent pain, permanent on right side / bilateral pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("endometrial thermocoagulation during essure insertion" on (B)(6) 2011) and device material corroded ("besides the galvanic corrosion of the implant, the weld of the left implant was broken"). The patient had a medical history of endometrial ablation (by thermocoagulation) in 2011, spontaneous abortion in 2010, pruritus (under 2nd mirena, prescription of jasminelle instead), vaginal dryness (under 2nd mirena) and vulvitis (under 2nd mirena) in 2008, varicose veins stripping (due to risk of thrombosis) in 2007, endometriosis, salpingitis, laparoscopy (diagnostic and therapeutic) and weight gain (under 1st mirena, removed for aes) in 2006, gestational diabetes (weight gain 20kg) in 2001 and phlebitis, esophagitis, past tobacco smoking, multiple caesarean sections (2001 & 2005) and parity 2 (2001 (girl 4500gr), 2005 (girl 4000gr)). No nickel allergy (noted on physician visit (B)(6) 2011). Previously administered products included: mirena, nuvaring and mirena for contraception and distilbene and cytotec. Past adverse reactions to the above products included: foetal exposure during pregnancy with distilbene, metrorrhagia ++ with mirena, metrorrhagia with nuvaring and pain from time to time with mirena. The patient had a family history of colon cancer (grandfather) and breast cancer (in 38 yrs-old sister). Concomitant products included spasfon [phloroglucinol], codeine and dafalgan (paracetamol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 103 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pelvic discomfort ("poorly systematized pelvic fullness"). In 2011 she experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2012 she experienced abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis"). On (B)(6) 2014 she experienced oesophagitis ulcerative ("moderate ulcerative esophagitis") and gastrointestinal oedema ("discreetly edematous duodenal mucosa"). In 2017 she experienced headache ("chronic headaches, unusual intense and frequent headaches"). On (B)(6) 2018 she experienced dyspareunia ("dyspareunia penetration"), dysmenorrhoea ("mild dysmenorrhea, bearable") and libido decreased ("libido decreased"). On (B)(6) 2018 she experienced spinal osteoarthritis ("c4-c5 early uncarthrosis.c5-c6 uncodiscarthrosis") and intervertebral disc protrusion ("moderate protrusive disc disease c6-c7"). In 2018 she experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). On (B)(6) 2019 she experienced device dislocation (seriousness criteria medically important and intervention required) and adenomyosis ("significant uterine adenomyosis"). In (B)(6) 2020 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2020 she experienced fatigue ("crushing and confining fatigue, physical and psychological exhaustion") and asthenia ("asthenia") and was found to have uterine leiomyoma ("myomas with a diameter of 10mm"). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion intervention required), menometrorrhagia ("heavy and frequent menstrual bleedings, menorrhagia"), rash ("skin rashes"), pruritus genital ("post coitus pruritus each time, for several years"), pain ("radiation to the back, unusual intense lower back pain"), eczema ("eczema-like skin reactions"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), abdominal pain upper ("upper abdominal pain"), nausea ("nausea"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections"), tendonitis ("recurrent tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigo"), bone pain ("cranial pain"), arthralgia ("articular pain"), allergy to metals ("nickel contact could be linked to inflammatory reactions/allergologist tests showed hypersensitivity to nickel"), myalgia ("muscular pain"), ear pain ("ear pain") and sleep disorder ("sleep disorder") and was found to have heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, subtotal vaginal hysterectomy with bilateral conservative salpingectomy and cholecystectomy). At the time of the report, the fatigue, asthenia and arthralgia were resolving, the rash, disturbance in attention, memory impairment, myalgia and ear pain had resolved and the dyspareunia and sleep disorder had not resolved. The outcomes for device dislocation, device breakage, pelvic pain, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, pruritus genital, pain, headache, migraine, adenomyosis, uterine leiomyoma, neck pain, eczema, weight increased, medical device site granuloma, cholecystitis acute, dysaesthesia, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis, heavy metal increased, libido decreased, spinal osteoarthritis, intervertebral disc protrusion, oesophagitis ulcerative, gastrointestinal oedema, vertigo, bone pain and allergy to metals were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, amenorrhoea, arthralgia, asthenia, bone pain, cholecystitis acute, device breakage, device dislocation, disturbance in attention, dysaesthesia, dysmenorrhoea, dyspareunia, ear infection, ear pain, eczema, fatigue, gastrointestinal oedema, headache, heavy metal increased, intervertebral disc protrusion, libido decreased, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, migraine, musculoskeletal pain, myalgia, nausea, neck pain, oesophagitis ulcerative, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, pruritus genital, rash, sleep disorder, spinal osteoarthritis, tendonitis, tinnitus, uterine leiomyoma, vertigo and weight increased to be related to essure administration. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. (For events that occurred under 1st and 2nd mirena in the past see linked (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2014: gastroduodenal: healthy gastric mucosa. Discreetly edematous duodenal mucosa. Absence of helicobacter pylori. Colon: histologically healthy colonic mucosa [colonoscopy] on (B)(6) 2014: normal [endoscopy upper gastrointestinal tract] on (B)(6) 2014: cardiotuberosal malposition with moderate ulcerative esophagitis [hysterosalpingogram] on (B)(6) 2011: bicornuate uterus with heterogeneous appearance of the isthmic region; good positioning of the tubal material no distal tubal opacification on either side [hysteroscopy] on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place; on (B)(6) 2014: confirmation of correct positioning of perfectly effective tubal material, without distal tubal opacification on the right or on the left [investigation] on (B)(6) 2011: implants were in place bilaterall; in (B)(6) 2016: exams due to abdominal/pelvic pain persisting: all normal [magnetic resonance imaging] in 2017: for chronic headaches: normal; on (B)(6) 2018: cervix: no bone marrow abnormality; on (B)(6) 2018: cervical scanner: c4-c5 early uncarthrosis. C5-c6 uncodiscarthrosis. Moderate protrusive disc disease c6-c7; on (B)(6) 2019: significant uterine adenomyosis at the level of the two uterine horns and right lateral fibroma. Left essure was abnormally low. No adnexal abnormality; on (B)(6) 2020: diffuse adenomyosis especially in the right uterine horn in contact with essure. Right essure in place. Left essure, low, ongoing migration [pathology test] on (B)(6) 2020: after subtotal vaginal hysterectomy with bilateral conservative salpingectomy: myomas with a diameter of 10 mm. No histological sign of malignancy. Adenomyosis. A small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in tissues surrounding the implants [toxicologic test] in 2017: leven of nickel increased above average [ultrasound scan vagina] on (B)(6) 2020: diffuse adenomyosis, left essure: in place and right essure: migration to cavity quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2023: medical record received. Concomitant medication added. Lab data added. Event myalgia, ear pain & sleep disorder added. Event outcome updated to recovered / resolved muscular pain stopped. Memory and concentration disorders, rash on the cheeks, ear pain. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain associated with poorly systematized pelvic fullness') and pelvic discomfort ('bilateral pelvic pain associated with poorly systematized pelvic fullness') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermocoagulation during essure insertion" on (B)(6) 2011. The patient's medical history included endometrial ablation (of the endometrium) on (B)(6) 2011 and parity 2 (2001, 2005). Previously administered products included for an unreported indication: distilbene from 1971 to 1972. Past adverse reactions to the above products included foetal exposure during pregnancy with distilbene. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis") with abdominal pain upper and nausea. In 2017, the patient experienced headache ("chronic headaches, unusual intense and frequent headaches"). In 2018, the patient experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). In 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), dyspareunia ("dyspareunia"), pain ("radiation to the back, unusual intense lower back pain"), menometrorrhagia ("heavy and frequent menstrual bleedings"), rash ("skin rashes"), eczema ("eczema-like skin reactions"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections") and tendonitis ("recurrent tendinitis") and was found to have blood heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, partial hysterectomy and cholecystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, weight increased, migraine, abdominal pain, medical device site granuloma, cholecystitis acute, headache, neck pain, dysaesthesia, adenomyosis, dyspareunia, pain, menometrorrhagia, rash, eczema, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis and blood heavy metal increased outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, blood heavy metal increased, cholecystitis acute, disturbance in attention, dysaesthesia, dyspareunia, ear infection, eczema, fatigue, headache, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, migraine, musculoskeletal pain, neck pain, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, rash, tendonitis and weight increased to be related to essure. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2014: negative. Hysteroscopy - on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place. Investigation - in (B)(6) 2016: due to abdominal/pelvic pain persisting, all exams normal. Magnetic resonance imaging - in 2017: for chronic headaches: normal; in 2019: adenomyosis. Pathology test - on (B)(6) 2020: after subtotal hysterectomy: a small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in the tissues surrounding the implants. Toxicologic test - in 2017: leven of nickel increased above average. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 06-apr-2017. The most recent information was received on 20-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure abnormally low, right essure migration to cavity"), device breakage ("was finally reported that the implant had exploded into several pieces and that the hooking of large and small") and pelvic pain ("violent pain, permanent on right side / bilateral pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("endometrial thermocoagulation during essure insertion" on (B)(6) 2011) and device material corroded ("besides the galvanic corrosion of the implant, the weld of the left implant was broken"). The patient had a medical history of endometrial ablation (by thermocoagulation) in 2011, spontaneous abortion in 2010, pruritus (under 2nd mirena, prescription of jasminelle instead), vaginal dryness (under 2nd mirena), vulvitis (under 2nd mirena) and knee ligament repair (ligamentoplasty of right knee) in 2008, varicose veins stripping (due to risk of thrombosis) in 2007, endometriosis, salpingitis, laparoscopy (diagnostic and therapeutic) and weight gain (under 1st mirena, removed for aes) in 2006, gestational diabetes (weight gain 20kg) in 2001 and pelvic pain, dysphagia, depressive syndrome, bariatric surgery, phlebitis, esophagitis, past tobacco smoking, multiple caesarean sections (2001 & 2005) and parity 2 (2001 (girl 4500gr), 2005 (girl 4000gr). Children born on (B)(6) 2005). No nickel allergy (noted on physician visit 27-dec-2011). Previously administered products included: mirena, nuvaring and mirena for contraception and distilbene and cytotec. Past adverse reactions to the above products included: foetal exposure during pregnancy with distilbene, metrorrhagia ++ with mirena, metrorrhagia with nuvaring and pain from time to time with mirena. The patient had a family history of colon cancer (grandfather) and breast cancer (in 38 yrs-old sister). Concomitant products included spasfon [phloroglucinol], codeine and dafalgan (paracetamol). On (B)(6) 2011, the patient had essure inserted. On 27-dec-2011, 103 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pelvic discomfort ("poorly systematized pelvic fullness"). In 2011 she experienced migraine ("migraines") and was found to have weight increased ("weight gain"). In october 2012 she experienced abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis"). On 30-jan-2014 she experienced oesophagitis ulcerative ("moderate ulcerative esophagitis") and gastrointestinal oedema ("discreetly edematous duodenal mucosa"). In 2017 she experienced headache ("chronic headaches, unusual intense and frequent headaches"). On 14-jun-2018 she experienced dyspareunia ("dyspareunia penetration"), dysmenorrhoea ("mild dysmenorrhea, bearable") and libido decreased ("libido decreased"). On 06-jul-2018 she experienced spinal osteoarthritis ("c4-c5 early uncarthrosis.c5-c6 uncodiscarthrosis") and intervertebral disc protrusion ("moderate protrusive disc disease c6-c7"). In 2018 she experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). On 27-nov-2019 she experienced device dislocation (seriousness criteria medically important and intervention required) and adenomyosis ("significant uterine adenomyosis"). In january 2020 she experienced amenorrhoea ("amenorrhea"). On (B)(6) 2020 she experienced fatigue ("crushing and confining fatigue, physical and psychological exhaustion") and asthenia ("asthenia") and was found to have uterine leiomyoma ("myomas with a diameter of 10mm"). Essure was removed the same day. On unknown date she experienced device breakage (seriousness criterion intervention required), menometrorrhagia ("heavy and frequent menstrual bleedings, menorrhagia"), rash ("skin rashes"), pruritus genital ("post coitus pruritus each time, for several years"), pain ("radiation to the back, unusual intense lower back pain"), eczema ("eczema-like skin reactions"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), abdominal pain upper ("upper abdominal pain"), nausea ("nausea"), arthromyalgia ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections"), tendonitis ("recurrent tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigo"), bone pain ("cranial pain"), joint pain ("articular pain"), allergy to metals ("nickel contact could be linked to inflammatory reactions/allergologist tests showed hypersensitivity to nickel"), myalgia ("muscular pain"), ear pain ("ear pain"), sleep disorder ("sleep disorder"), arrhythmia ("cardiac rhythm disorders") and metal poisoning ("she experienced symptoms consistent with tin poisoning, following the insertion of essure") and was found to have heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, subtotal vaginal hysterectomy with bilateral conservative salpingectomy and cholecystectomy). At the time of the report, the fatigue, asthenia and joint pain were resolving, the rash, disturbance in attention, memory impairment, myalgia and ear pain had resolved and the dyspareunia, headache and sleep disorder had not resolved. The outcomes for device dislocation, device breakage, pelvic pain, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, pruritus genital, pain, migraine, adenomyosis, uterine leiomyoma, neck pain, eczema, weight increased, medical device site granuloma, cholecystitis acute, dysaesthesia, arthralgia, pain in extremity, photophobia, ear infection, tendonitis, heavy metal increased, libido decreased, spinal osteoarthritis, intervertebral disc protrusion, oesophagitis ulcerative, gastrointestinal oedema, vertigo, bone pain, allergy to metals, arrhythmia and metal poisoning were unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, amenorrhoea, arrhythmia, arthromyalgia, joint pain, asthenia, bone pain, cholecystitis acute, device breakage, device dislocation, disturbance in attention, dysaesthesia, dysmenorrhoea, dyspareunia, ear infection, ear pain, eczema, fatigue, gastrointestinal oedema, headache, heavy metal increased, intervertebral disc protrusion, libido decreased, medical device site granuloma, memory impairment, menometrorrhagia, mental fatigue, metal poisoning, migraine, myalgia, nausea, neck pain, oesophagitis ulcerative, pain, pain in extremity, pelvic discomfort, pelvic pain, photophobia, pruritus genital, rash, sleep disorder, spinal osteoarthritis, tendonitis, tinnitus, uterine leiomyoma, vertigo and weight increased to be related to essure administration. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally. (For events that occurred under 1st and 2nd mirena in the past see linked 2020-221496) alleged gynecological disorders were pelvic pain metrorrhagia, dysmenorrhoea and dyspareunia. These disorders were related to uterine adenomyosis, diagnosed prior the insertion of essure. Causality between these gynecological disorders and essure is excluded. - abdominal pains appeared one month after the essure was inserted. These pains progressively worsened until they became violent, accompanied by nausea. These pains were related to vesicular lithiasis, which led to acute cholecystitis, for which she had to undergo cholecystectomy. The causality between the abdominal pains and essure is excluded. - in 2014, she presented with gastric problems that fibroscopy linked to a cardio-tuberosal malposition and ulceration of the lower oesophagus. The persistence of these disorders in 2016 was linked to the persistence of ulcerated oesophagitis. The causality between the gastric disorders essure is excluded. - from 2017, chronic headaches, neck pain radiating in the upper limbs. This symptomatology can be linked to degenerative lesions of the cervical spine, confirmed by imaging studies showing a c4-c5 uncarthrosis, c5-c6 unco-cervicarthrosis, and c7-d1 protrusive disc disease. The causality between the headaches and cervical pain and essure is excluded. - from 2017 and especially 2018 onwards, complaint of chronic, disabling, physical and mental fatigue, accompanied by cognitive problems such as memory and concentration problems. There was also joint and muscle pain, and episodes of pruritic skin rash on. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on 30-jan-2014: gastroduodenal: healthy gastric mucosa. Discreetly edematous duodenal mucosa. Absence of helicobacter pylori. Colon: histologically healthy colonic mucosa [colonoscopy] on 30-jan-2014: normal [hysterosalpingogram] on 16-dec-2011: bicornuate uterus with heterogeneous appearance of the isthmic region; good positioning of the tubal material no distal tubal opacification on either side [hysteroscopy] on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place; on 30-jan-2014: confirmation of correct positioning of perfectly effective tubal material, without distal tubal opacification on the right or on the left [investigation] on 27-dec-2011: implants were in place bilaterall; in june 2016: exams due to abdominal/pelvic pain persisting: all normal [magnetic resonance imaging] in 2017: for chronic headaches: normal; on 20-jun-2018: cervix: no bone marrow abnormality; on 06-jul-2018: cervical scanner: c4-c5 early uncarthrosis. C5-c6 uncodiscarthrosis. Moderate protrusive disc disease c6-c7; on 27-nov-2019: significant uterine adenomyosis at the level of the two uterine horns and right lateral fibroma. Left essure was abnormally low. No adnexal abnormality; on (B)(6) 2020: diffuse adenomyosis especially in the right uterine horn in contact with essure. Right essure in place. Left essure, low, ongoing migration [oesophagogastroscopy] on 30-jan-2014: cardiotuberosal malposition with moderate ulcerative esophagitis [pathology test] on 04-feb-2020: after subtotal vaginal hysterectomy with bilateral conservative salpingectomy: myomas with a diameter of 10 mm. No histological sign of malignancy. Adenomyosis. A small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in tissues surrounding the implants [toxicologic test] in 2017: leven of nickel increased above average [ultrasound scan vagina] on (B)(6) 2020: diffuse adenomyosis, left essure: in place and right essure: migration to cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2024: new event cardiac rhythm disorders added. 20-jun-2024: new event heavy metal poisoning was added. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-apr-2017. The most recent information was received on 28-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain associated with poorly systematized pelvic fullness') and pelvic discomfort ('bilateral pelvic pain associated with poorly systematized pelvic fullness') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermocoagulation during essure insertion" on (B)(6) 2011. The patient's medical history included endometrial ablation (of the endometrium) on (B)(6) 2011 and parity 2 (2001, 2005). Previously administered products included for an unreported indication: distilbene from 1971 to 1972. Past adverse reactions to the above products included foetal exposure during pregnancy with distilbene. In 2011, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), medical device site granuloma ("a small granulomatous reaction in contact with the implants, mineral matter in the tissues surrounding the implants") and cholecystitis acute ("acute cholecystitis") with abdominal pain upper and nausea. In 2017, the patient experienced headache ("chronic headaches, unusual intense and frequent headaches"). In 2018, the patient experienced neck pain ("cervical pain") and dysaesthesia ("with dysesthesias upper limbs"). In 2019, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), mental fatigue ("crushing and confining fatigue, physical and psychological exhaustion"), dyspareunia ("dyspareunia"), back pain ("radiation to the back, unusual intense lower back pain"), menometrorrhagia ("heavy and frequent menstrual bleedings"), rash ("skin rashes"), eczema ("eczema-like skin reactions"), musculoskeletal pain ("muscle and joint pain"), pain in extremity ("bilateral leg pain, pain radiating to scapulae of right and left upper limbs"), disturbance in attention ("concentration problems preventing patient from reading"), memory impairment ("short-term memory problems"), photophobia ("photophobia"), ear infection ("recurrent ear infections") and tendonitis ("recurrent tendinitis") and was found to have blood heavy metal increased ("level of nickel in the body that was higher than average"). The patient was treated with surgery (essure removal, partial hysterectomy and cholecystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fatigue, weight increased, migraine, abdominal pain, medical device site granuloma, cholecystitis acute, headache, neck pain, dysaesthesia, adenomyosis, dyspareunia, back pain, menometrorrhagia, rash, eczema, musculoskeletal pain, pain in extremity, photophobia, ear infection, tendonitis and blood heavy metal increased outcome was unknown and the disturbance in attention and memory impairment was resolving. The reporter considered abdominal pain, adenomyosis, back pain, blood heavy metal increased, cholecystitis acute, disturbance in attention, dysaesthesia, dyspareunia, ear infection, eczema, fatigue, headache, medical device site granuloma, memory impairment, menometrorrhagia, migraine, musculoskeletal pain, neck pain, pain in extremity, pelvic pain, photophobia, rash, tendonitis and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: lawyer: all of these symptoms affected the patient¿s professional and family life and prevented her from performing activities of daily living. Patient observed that her health improved after the intervention, especially the concentration and memory problems. Patient suffers psychologically after all of these ¿difficult¿ years and had major difficulty professionally diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - in 2014: negative. Hysteroscopy - on (B)(6) 2011: essure insertion: 4 trailing coils on the left, 1 trailing coil on the right. Verification of placement ¿ implants had been verified as being in place. Investigation - in (B)(6) 2016: due to abdominal/pelvic pain persisting, all exams normal. Magnetic resonance imaging - in 2017: for chronic headaches: normal; in 2019: adenomyosis. Pathology test - on (B)(6) 2020: after subtotal hysterectomy: a small granulomatous reaction in contact with the implants. Laboratory analysis show mineral matter in the tissues surrounding the implants. Toxicologic test - in 2017: leven of nickel increased above average. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2020: health authority confirmed that this record was a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-13979) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: reporter - lawyer - added. Patient initials updated, medical history, test results, essure indication and treatment dates added (none reported previously). New events added: pelvic pain (serious incident - migraine no longer serious incident), abdominal pain, adenomyosis, blood heavy metal increased, cholecystitis acute, disturbance in attention, dysaesthesia, dyspareunia, ear infection, eczema, headache, medical device site granuloma, memory impairment, musculoskeletal pain, neck pain, back pain, pain in extremity, photophobia, menometrorrhagia, rash, tendonitis, medical device monitoring error . All events were considered related to essure by reporter. After internal review, the events 'bilateral pelvic pain associated with poorly systematized pelvic fullness' and 'crushing and confining fatigue, physical and psychological exhaustion' were duplicated for coding purposes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.